Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon is not an implantable device. Therefore, not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fibrous material was found in the patient's eye with healon 0.85 during surgery. The material was removed with irrigation/aspiration (ia). The doctor has requested investigation of remaining solution. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/01/2018. Device returned to manufacturer? Yes. Device evaluation: the returned sample consisted of the activated syringe (containing approximately 0.3 ml of expellable solution), the plunger rod (screwed into the backside of the plunger) and the customer¿s cannula with protection sheath attached at the luer-mount on the cylinder holder. The assembled syringe was wrapped in bubble plastic. The product box (also uc32068) and dfu (direction for use) were also included. The observed fiber was not returned for investigation. Approximately 5 colorless fibers (up to approximately 8 mm long) were observed on the outer surface of the customer¿s cannula, specifically on the cannula hub and inner surface of the cannula sheath. Visually, 3 are identified as cellulose. The customer¿s report of a fibrous material being found in the patient¿s eye during surgery could not be confirmed. There were no observations related to the complaint information or to the reported device problem code for the returned sample (excluding the customer¿s cannula), which could confirm this observation. Therefore, no probable cause for the customer¿s observation has been determined by this investigation. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that one (1) similar complaint has previously been reported on this batch. However, there was no deviation nor non-conformance related to current complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.